Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse), who confirmed the reported problem. Upon troubleshooting, it identified the most likely cause due to power supply of the host pc. To resolve the issue fse replaced host pc and performed software update and return the part for further analysis, it confirms the malfunction with the host pc. After replacement of host pc and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.